Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service representative adjusted the water volume at the rinse station, cleaned and adjusted the probe, replaced the light source lamp and cells, and performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable test results for 4 patient samples on a cobas c 503 analytical unit. The affected assays are lactate dehydrogenase acc. Ifcc ver.2, hdl-cholesterol gen.4, creatinine plus ver.2, creatine kinase, and alkaline phosphatase acc. To ifcc gen.2. Patient 1 the initial lactate dehydrogenase result was 110 u/l, and the repeated result was 273 u/l. The initial creatinine result was 0.77 mg/dl, and the repeated result was 1.15 mg/dl. Patient 2 the initial hdl result was 131 mg/dl, and the repeated result was 30 mg/dl. Patient 3 the initial creatine kinase result was 28 u/l, and the repeated result was 67 u/l. Patient 4 the initial alkaline phosphatase result was 66 u/l, and the repeated result was 115 u/l. The samples were repeated because the results did not match the patient's clinical history. The repeated results were obtained on another module.